Manufacturer narrative:
H6: investigation summary the customer reported the tubing came apart without any pulling or yanking, and returned a photo. The photo verifies the complaint, and the separation happened at the silicon upper fitment. The ring retainer can be clearly seen as still there, and this is the deciding factor in the root cause. Without the blue ring retainer, the error is deemed manufacturing. When it is attached, the error falls to use error. A device history record review could not be performed on material 10015896 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing broke at a connection where the tubing should be sealed. The tubing was not pulled or yanked, it just fell apart. Once the disconnection was noted, the entire IV tubing was removed and bagged. There was no air in the short pigtail and the IV was easily flushed and had good blood return. New tubing was connected and the IV infusion was resumed. No need to remove or restart the IV. Event did not cause any delay in treatment or prevent a timely discharge.

Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 1975 was used based on age of patient. D.4. Medical device expiration date: unknown. E.4.: the initial reporter also notified the FDA. Medwatch report #mw5115936. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing broke at a connection where the tubing should be sealed. The tubing was not pulled or yanked, it just fell apart. Once the disconnection was noted, the entire IV tubing was removed and bagged. There was no air in the short pigtail and the IV was easily flushed and had good blood return. New tubing was connected and the IV infusion was resumed. No need to remove or restart the IV. Event did not cause any delay in treatment or prevent a timely discharge.